Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 14 april 2025, senseonics was made aware of an incident where user reported of receiving glucose suspend alert which led to early sensor removal. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The user complaint about receiving glucose suspend alerts on 11 april 2025, day 113 after insertion. Upon escalation review of the case, a sensor performance deviation was identified, and a sensor replacement was approved and provided to the user. The returned sensor was further investigated, and the root cause was determined to be a transmitter firmware issue. The firmware was incorrectly assigning 100% weight to a single sensing area, which was producing negative glucose values. This firmware anomaly is currently being addressed and will be corrected in afuture firmware release. The user was reinserted with a new sensor on jul 11, 2025. B4.date of this report 13 july 2025. G3.date received by the manufacturer? 13 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 104. H6. Investigation conclusions updated to 58.